Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed that the multi-tube carousel loader (mcl) lifter motor of the instrument was not operating at full power. The fse proceeded to replace the mcl lifter motor to resolve the issue. However, the fse noticed that the newly installed mcl lifter motor's mixer tip was too loose and the instrument was inoperative. The fse ordered a second mcl lifter motor and returned to the customer's site on the following day to install the new mcl lifter motor. (B)(4).

Event description:
The customer reported noise coming from the cytomics fc 500 flow cytometer system. Erroneous patient or quality control results were not generated and there was no change or affect to patient treatment in connection with this event. A field service engineer (fse) was dispatched to the customer's site for this event.